Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device's side of the hub broke off so there was nothing attached to the inner cannula. The customer reported that they replaced the tracheostomy tube.